Event description:
It was reported that upon deployment of a vena cava filter, the filter limbs appeared to be crossed and did not fully expand. A guide wire was used to successfully uncross the filter limbs. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The sample was not returned. Images were not provided. The complaint investigation is inconclusive for filter failing to expand upon deployment. Based upon the available information, the definitive root cause for this event is unk. The current IFU (instructions for use) states: precautions: ensure that the introducer and the delivery device hubs are snapped together and that the system has been positioned for optimal placement, before deploying the meridian filter. Do not deliver the filter by pushing on the handle; rather retract the introducer hub to properly deploy the meridian filter. If misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Retrieve the meridian filter using an intravascular snare only. Refer to the optional procedure for filter removal section for details. Potential complications: failure of filter expansion/incomplete expansion.